Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button is "difficult to press and requires multiple presses to turn pump on". There was no reported adverse impact to the customers blood glucose level. The customer will continue to use current pump.